Event description:
It was reported to boston scientific corporation that a fully covered removable wallflex biliary stent was removed from the common bile duct (cbd) of a patient on (B)(6) 2013 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with a planned stent removal. According to the complainant, the indication for the initial stent placement was for treatment of a stricture within the lower cbd. The stricture was reported to be approximately 4 cm in length. The patient's anatomy was not tortuous. During the ercp procedure, the user experienced some difficulties in removing the stent. It was reported that the retrieval loop broke during the removal process and the user had to remove the stent with rat tooth forceps. There were no patient complications as a result of this event. The stent was successfully removed and the patient's condition was reported to be stable post procedure.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. Furthermore, the complainant was unable to report the upn number; however, it was confirmed that the device is a fully covered removable wallflex biliary stent. Although the exact implant date is unknown; it was reported that the stent was implanted approximately 6 months prior to the removal procedure. (B)(4) stent damaged. A visual examination of the returned device revealed that only a deployed stent was returned for analysis. It was noted that the wires at the retrieval loop end of the stent were damaged. Additionally, the stent cover in this area was damaged. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.